Event description:
The customer reported that while central station was in use monitoring patients along with telepacks at the bedsides, the central station experienced a communication loss on all monitored channel. The same symptoms occurred again on 1/10/2006, on the same system. No patient injury was reported.